Event description:
Site reported clarity ii's foot pedal is firing unintentionally and "the only way they can stop it is to turn the machine off." No injuries were reported. Cynosure field service engineer (fse) arrived at site and evaluated the device. Fse was able to duplicate the continuous misfiring. Fse states, "the unit has out of date firmware and does not have a ferrite coil or grounded handpiece assembly." To resolve the reported issue, fse replaced the handpiece with proper ground version, added a ferrite coil and performed the necessary firmware updates. This event is reportable since this is an aro (accidental radiation occurrence) due to device firing unintentionally on its own.